Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirted during priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had a crack and alarmed with random no delivery alarms. Customer declined to report 24 hour technical support. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing. Device had cracked lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.